Manufacturer narrative:
Additional information: three (3) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sponges were inspected, and they were observed to be properly inserted in the cap and contained adequate povidone iodine. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps had inadequate iodine; further described as "the design sponge was drying". This was observed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.